Manufacturer narrative:
This report is submitted on june 23, 2023.

Event description:
Per the clinic, the patient was hospitalized (specific date not reported) and the device was explanted on (B)(6) 2023 due to open circuits. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.